Manufacturer narrative:
On (B)(6) 2019, mentor became aware that patient suffered bilateral breast pain. Hence, pain code has been added to field h6. On 1/3/2019, device evaluation was completed. During visual inspection of the device it was observed with no apparent damage. No anomalies were observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant on both sides and was presented with generalized illness including unwell feeling, heavy pain in back, tense chest, faster heart beat, foggy vision, air around in ear, hurtful throat unable can't talk, pimples on the chest, not healthy, sleepy, doesn't feel strong, earache, pressure and pain in her chest, tiredness, and weakness. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.